Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, leading to a replacement procedure. A surgical intervention was performed wherein all components of the existing aus were explanted and replaced with a new device. Inspection of the explanted cuff identified a hole with fluid loss when the component was filled with pressurized saline. No additional patient complications were reported.